Manufacturer narrative:
The device was returned to olympus for evaluation and the device evaluation found no malfunctions aside from the allegation reported in b5. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material could not be identified but was likely caused by insufficient cleaning. However, a definitive root cause could not be determined. The events can be detected and prevented in accordance with the following sections of the instructions for instructions for use: "IFU states that detection method in gif/cf/pcf-290 series operation manual chapter 3 preparation and inspection. IFU states that preventive measure in gif/cf/pcf-290 series reprocessing manual chapter 5 reprocessing the endoscope and related reprocessing accessories." The legal manufacture reviewed the customer provided the cleaning disinfection and sterilization cds processes where no obvious deviations from instructions for use (IFU) were identified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation that there was a foreign object in the nozzle of the videoscope. There were no reports of patient involvement.